Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/11/2024, it was reported by a sales representative via (B)(4) that an ar-s6524-041-220, ar-s6524-051-210, ar-s6524-060-200, and ar-s6524-071-190 dilator is chipped and bent after repeated use. This occurred during use in a case with no patient effect.